Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "gas loss" alarm and blood noted in the gas line. The iab was removed, but not replaced. The patient returned to the theater and a pseudoaneurysm in right femoral groin iab site was noted. The injury was not attributed to the device by the facility.